Manufacturer narrative:
Device evaluation summary: it was reported that a 50 year old female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the right breast implant. The left implant was percutaneously ruptured and allowed to deflate in preparation for the procedure. The patient also experienced bilateral ptosis and fat necrosis. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 310cc saline implants, catalog # 3503310, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. During initial evaluation two rents were observed on the posterior aspect, measuring approximately rent a 1.2 cm and rent b 0.6 cm. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. No other anomalies were observed. There is no root cause since the issue discovered during evaluation is unrelated to the complaint reported. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the right breast implant. The left implant was percutaneously ruptured and allowed to deflate in preparation for the procedure. The patient also experienced bilateral ptosis and fat necrosis. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 310cc saline implants, catalog # 3503310, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.